Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned esheath+ revealed the liner was partially expanded 7 cm in length from the strain relief. The remaining liner was unexpanded, and the distal tip was unopened. The sheath shaft and strain relief were observed to be punctured at 4 cm from the hub. The strain relief was also bunched at 6.5 cm from the hub. As the flex tip of the delivery system is the largest component that enters from the sheath, the outer diameter (od) of the returned delivery system was measured. The measurement was found to be within the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the inability to advance the delivery system with valve through the esheath+ was confirmed based on the evaluation of the returned device. Although it was reported that the patient's access vessels had no calcification, mild tortuosity, and a minimum luminal diameter (mld) sufficient for use with a 14fr esheath+, the vessel characteristics could not be confirmed as imagery of the patient's anatomy was not provided. It is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. However, due to limited information, a definitive root cause was unable to be determined. Regarding the punctured esheath+, this event was also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in a challenging anatomy can compromise sheath integrity, resulting in shaft damage and/or punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-09979 for details of the other event. The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via right transfemoral approach, the delivery system with valve became stuck inside the 14fr esheath+ during advancement. One of the valve struts was observed to be bent and it was reported to have punctured the esheath+ liner. The entire system was withdrawn, and a new system was prepped. There were no issues with the new system, and the new valve was successfully implanted. There was no patient injury, and the patient was stable post procedure. The device was returned for evaluation. Upon evaluation of the returned device, the esheath+ liner was observed to be partially expanded 7 cm in length from the strain relief. The remaining liner was unexpanded, and the distal tip was unopened. The sheath shaft and strain relief were observed to be punctured at 4 cm from the hub. The strain relief was also bunched at 6.5 cm from the hub.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.